Event description:
Two screws that attach sliding mechanism for distal cutting blocks loosened and came out, they remain in patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.